Manufacturer narrative:
Additional information: d.4. Medical device lot #: 8015903, d.4. Medical device expiration date: 7/31/2023, h.4. Device manufacture date: 7/16/2018. H.6. Investigation summary: thirty seven sealed samples were returned from lot. No. 8197904 along with three sealed samples from lot. No. 8015903. Visual examination and a clog test was carried out on 27 samples from lot. No. 8197904 and three samples from lot. No. 8015903 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during use of the a bd¿ insulin pen needle the needles are hard to squirt and the needles seem to be dull.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the a bd¿ insulin pen needle the needles are hard to squirt and the needles seem to be dull.